Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product remains implanted in the patient at this time and therefore will not be returned. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. The reason for the custom product is because the patient presents with mandibula osteomyelitis (bone infection of the mandible) due to the administration of bisphosphates. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was notated on a patient-matched temporomandibular joint (tmj) design input form that zimmer biomet products will be removed for the implantation of this requested patient-matched right mandible implant. The reason for the custom product is because the patient presents with mandibula osteomyelitis (bone infection of the mandible) due to the administration of bisphosphates. The anticipated date of surgery is (B)(6) 2017 but this is flexible. More information was requested but has not been received at this time.